Manufacturer narrative:
(B)(4) initial report. Patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision will be requested in order to progress with the investigation.

Event description:
Cormet revision after 4 years due to pain.